Manufacturer narrative:
Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model # annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer? Annex a : a24, a090202 annex g : g07001, g05005 annex b : b01, b14 annex c : c02, c19 annex d : d02, d14 a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative

Event description:
It was reported that there was a free flow of insulin. Clinician programmed the pump to infuse insulin at an ordered rate of 0.5 units/hr (100 units/101ml). According to customer, the pump had a free flow and infused all 100 units. Clinician had to give additional medication to "counteract the over infusion". There was no additional reported harm to the patient.

Event description:
It was reported that there was a free flow of insulin. Clinician programmed the pump to infuse insulin at an ordered rate of 0.5 units/hr (100 units/101ml). According to customer, the pump had a free flow and infused all 100 units. Clinician had to give additional medication to "counteract the over infusion". There was no additional reported harm to the patient.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.